Event description:
Hosp personnel were attending to a pt, condition unknown. External pacing was indicated and as the device was being set up for use, it was reported the operator could not get the pacing cable connector on the adapter plugged into the defibrillator. The adapter was removed and a regular pacing cable plugged in and treatment to the pt continued without further incident. The report stated there were no adverse effects to the pt as a result of the alleged malfunction.